Event description:
It was reported from (B)(6) that the motor device had an unspecified defect. During in-house engineering evaluation, it was observed that the device had an internal rub and loose housing pins. It was further observed that the device was power-broken, had high temperature and low rotations per minute (rpm's). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6).the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an internal rub and loose housing pins. It was further observed that the device was power-broken, had high temperature and low rotations per minute (rpm's) therefore, the reported condition was confirmed. It was determined that the loose housing pins were due to normal wear. It was further determined that the cause of power-broken was failure to follow the directions for use and running the device in the safe or load position. It was determined that the internal rub, high temperature and low rpms due to the device being power-broken. The assignable root cause was determined to be due to user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.